Event description:
It was reported that the left ventricular (lv) lead dislodged. The lead was repositioned and remains in use. It was also reported that the right atrial (ra) lead dislodged or pulled back into a vertical position but remained attached. Low p-wave sensing was also observed. The lead was explanted and replaced due to possible tissue in the lead helix. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.